Event description:
It was reported patient death occurred. A left atrial appendage (laa) closure procedure was performed, using a watchman fxd curve access system and a 24mm watchman flx pro closure device. The closure device was successfully implanted on (B)(6) 2025. The implant was completed in one deployment maneuver and was compressed 13.3% - 15.4%. There was no indication of pericardial effusion before or after the procedure. There were no changes hemodynamically during the procedure. On (B)(6) 2025, while the patient was still admitted in the hospital, the patient went into cardiac arrest and was taken in for surgery. It was discovered that the patient had a pulmonary artery laceration caused by the transeptal wire. The patient passed away soon after. The official cause of death was not provided.